Manufacturer narrative:
Corrected information: sex, date of birth if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock. The patient's implantable cardioverter defibrillator (ICD) is exhibiting electromagnetic interference and oversensing - noise while they are swimming in their pool. It was recommended that the patient speak with their physician and they have an electrician look at the pool to check for the possibility of improperly grounded electrical products. The device remains in use. No further patient complications have been reported as a result of this event.